Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device had cored vial stopper in the vial after reconstitution of the vial. The drug being used at the time was azithromycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured 03/11/2016 - 03/15/2016. The device was received for evaluation. Visual inspection revealed grey particulate matter in the vial. The particulate matter was identified to be inorganic silicate-filled butyl rubber consistent with the stopper material of the vial. The reported particulate matter issue was verified; however, no issues were noted with the vialmate device during evaluation. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.